Event description:
Seven months after the implantation of two cyphers, the pt returned with in-stent restenosis. A 3.0 x 13 cypher stent was implanted at this time. There were no adverse effects to the pt.